Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and a shallow chamber. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found no visible damage to the lens. (B)(4). Conclusion: as per dfu for this lens model, implantation of this lens in an individual with an anterior endothelium chamber depth (acd) below 3.0mm is contraindicated. This patient had an acd of 2.80mm at the time of implantation. Claim# (B)(4).